Manufacturer narrative:
In the 3500a follow-up #1 it was reported that the product had been returned for analysis and details already reported in the 3500a initial report; however, pictures of the complaint device were provided on(B)(6)/2021. Evaluation of those pictures were still in progress. The investigation has now been completed for the pictures on (B)(6)2021. It was reported that a patient underwent procedure with a carto vizigo¿ 8.5f bi-directional guiding sheath - large and the biosense webster, inc. Product analysis lab observed the hemostatic valve dislodged inside the hub. Initially it was reported that it was not possible to insert the dilator into the sheath. Both the sheath and the dilator were exchanged. There was no occlusion when irrigating the sheath as the small tube was free. The sheath was not narrowed, partially blocked or completely blocked. There was no patient consequence reported. According to pictures provided by the customer, the hemostatic valve was observed dislodged inside of the hub. A device history record evaluation was performed for the finished device 1225 number, and no internal actions related to the complaint were found during the review. The customer complaint was confirmed. This investigation was performed based only on the photo provided. Please refer to the device evaluation provided in the 3500a initial for further analysis details. In addition, during an internal review on 4/6/2021 an update was made for the device evaluation ¿h6. Component code¿ which was submitted in the 3500a initial to now include ¿control valve¿. Therefore, have included this code under the ¿h6. Component code field. H6. Investigation findings code of ¿appropriate term/code not available¿ represents photo/video analysis.  If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Manufacturer's reference number:(B)(4)

Manufacturer narrative:
Additional information was received on 2/12/2021 stating that the issue occurred prior to using the product on the patient. The sheath was defective when it came out of the packaging and the hemostatic valve could be seen throughout the clear luer connection. This additional information was reviewed and the event was reassessed from a not reportable resistance with sheath issue to a reportable hemostatic valve separation issue. The reportable hemostatic valve issue was already originally reported in the 3500a initial as the hemostatic valve was found dislodged into the hub during the visual analysis of the device by the biosense webster, inc. Product analysis lab. The product has been returned for analysis and details already reported in the 3500a initial report; however, pictures of the complaint device were provided on 2/12/2021. Evaluation of those pictures is still in progress. The analysis has begun but is not completed at this time. When the investigational analysis has been completed, a supplemental 3500a report will be submitted. If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Manufacturer's reference number: (B)(4).

Manufacturer narrative:
On (B)(6) 2023, the following h6. Conclusion codes were updated. Type of investigation code was corrected from insufficient information available (b22) to testing of actual suspected device (b01) investigation findings conclusion code was corrected from appropriate term/code not available (c22) to fracture problem ((B)(4)) and investigation conclusions code was corrected from cause not established (d15) to unintended use error caused or contributed to event (d1102). If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Manufacturer's ref. No: (B)(4).

Manufacturer narrative:
The event year of 2020 was provided. Additional clarification will be requested on the month and day. The device evaluation was completed on october 6, 2020. The device was visually inspected and the hemostatic valve was found dislodged into the hub. It was determined that the issue observed could be related to the incorrect insertion of the dilator into the sheath causing the dislodgment of the valve and leaking blood since stress marks and physical damage on the outer diameter were observed under microscope which suggest that excessive force was applied. According to the odp (optimal performance guide), there are some precautions on inserting the dilator into the vizigo sheath. Always insert a dilator straight into the center of the sheath¿s valve to prevent damage to the valve. Do not insert a dilator at an angle, as damage to the sheath valve may occur. A device history record evaluation was performed for the finished device 1225 number, and no internal action related to the complaint was found during the review. If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Manufacturer's reference number: (B)(4).

Event description:
It was reported that a patient underwent procedure with a carto vizigo¿ 8.5f bi-directional guiding sheath - large and the biosense webster, inc. Product analysis lab observed the hemostatic valve dislodged inside the hub. Initially it was reported that it was not possible to insert the dilator into the sheath. Both the sheath and the dilator were exchanged. There was no occlusion when irrigating the sheath as the small tube was free. The sheath was not narrowed, partially blocked or completely blocked. There was no patient consequence reported. The issue initially reported was assessed as a not MDR reportable resistance with sheath issue. Interference or friction between devices is a known occurrence. If resistance is encountered, the system may be withdrawn as a unit. This is a common practice during procedures. Since the vast majority of ep procedures utilize multiple device exchanges, an increased potential for patient injury is remote. The biosense webster inc. Product analysis lab observed on september 11, 2020 the hemostatic valve dislodged inside the hub. This issue was assessed as MDR reportable. The awareness date is september 11, 2020.